Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0w235, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that the implant would work for about 30 minutes to an hour and then it quit working. She did not feel anything and started to pee all over herself. The patient then would sync with the implantable neurostimulator (ins) again and the implant would start working again. But, within 30 min to an hour, it stopped working again and they would have to sync for the ins to start working. The patient had verified multiple times that the implant was turned on. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.